Event description:
The event occurred on an unspecified date and involved a plum 360. The customer reported that the pump over-delivered during the preventative maintenance accuracy delivery test . The unit delivered 21.2 ml at 100ml/hr and 200 ml/hr. There was no patient involvement and no harm.

Manufacturer narrative:
A delivery accuracy test was performed on the returned pump and the result was 21.4 (acceptance range 19- 21 ml) upon receipt of the pump. The customer compliant was confirmed that the device over delivered during the preventative maintenance testing. After replacement of the plunger and the valve pins, the delivery accuracy test result was 20.6 - ml (within the acceptance range of 19- 21 ml). The probable cause for the accuracy test failure was a faulty plunger.